Event description:
Per provider, dealer advised motor is leaking grease causing a 3 flash error code, end user lives in a facility, no injury, dealer could not provide any further information...(B)(4).